Event description:
It was reported that insulation anomaly and low sensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received insulation damage was found at 32.0-32.5cm from the lead tip, consistent with clavicle crush damage. The etfe coating was intact at this location.